Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative round that the incoming fuses were blown. They replaced the fuses and installed an inrush suppressor. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system would not power on. There were no lights coming on and the screen would be black. There was no patient present when this issue was identified.